Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence. In addition, it was reported that multiple intermittent resume pump alarms occurred and customer alleged that the pump would stop insulin delivery on its own. Customer experienced a low blood glucose (bg) level of 46 mg/dl, cause was unknown. Customer took a glucagon injection to address low bg. Reportedly, the customer reverted to manual injections for insulin therapy.